Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding damaged insulin pump from the attorney of the family. The information received on april 27, 2021 stated that, the insulin pump malfunctioned and failed to deliver the correct dose of insulin causing hypoglycemic. The customer stated that, the replacement of the in sulin pump also malfunctioned causing customer to experience multiple episodes of hypo and hyperglycemia. The customer also stated that, the retainer ring of the insulin pump was cracked. The insulin pump will be and reservoir will not be returned for analysis.